Event description:
During retrieval of an ivc filter the radiopaque band came off of the gooseneck snare. The marker band was left lodged in the left lower lobe of the lung, distal to the pulmonary artery. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.